Manufacturer narrative:
Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Recaptured codes on h6 (type of investigation).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative an impella 5.5 was inserted via direct aortic access in a 48-year-old male who underwent elective high-risk aortic valve surgery. The patient had known coronary artery disease and required inotropic support, vasopressors, and mechanical ventilation for respiratory support postoperatively. He was classified as scai stage c cardiogenic shock. Less than 48 hours postoperatively, while sitting in a chair and conversing, the patient experienced a sudden pulseless electrical activity (pea) arrest. Resuscitative efforts were initiated; however, the patient could not be stabilized and expired. The clinical team did not believe the cardiac arrest to be related to impella function. The reported patient effects included cardiac arrest and death. The event occurred in the setting of recent high-risk cardiac surgery, underlying coronary artery disease, vasoactive support, and postoperative hemodynamic vulnerability. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
Investigation summary: ppae (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4 (serial) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.